Manufacturer narrative:
Continuation of d10: product ID wr9200. Serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger had shown the device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) has stopped responding. The power button was held down for more than 45 seconds, but it did not recover. The problem was resolved by replacing the wr with a new wr on march 22. Additional information was received from a manufacturer representative (rep) reporting that it is unknown if the wr battery lights were blinking rapidly, repeatedly, or in a circular fashion. The rep thinks it was (repeatedly) but they are unsure.